Event description:
The patient was implanted with a preformed orbital floor plate and one screw on the left eye on (B)(6) 2012. The patient was experiencing enophthalmia, so the surgeon wanted to reposition the plate because, the patient's eye was not sitting correctly. The surgeon ended up removing the orbital plate and screw on (B)(6) 2013 and replacing it with another orbital plate and two screws. The removal procedure was completed successfully. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.